Manufacturer narrative:
The reported field event of premature battery depletion was confirmed during the analysis. The device was tested on the bench and high current was observed. Further analysis revealed non-shorting lithium clusters. The cause of the high current was found to be due to an rf module anomaly.

Event description:
It was reported that premature battery depletion was observed when patient was monitored remote via merlin.net transmission. Physician elected to continue to monitor the patient for another month. Patient later presented for device replacement. The device was explanted and replaced. Patient was stable during and post procedure.